Manufacturer narrative:
Submit date on: 07/31/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the pump runs continuously, fluid never stops pumping. Even with physician foot off the pedal the pump continues to run. No pt involvement. No medical intervention.